Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 168 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
On march 31, 2022, the distributor reported the additional information: the pump history was reviewed. The reported issue was verified and a pump reset alarm was found to have occurred. H6: code 2959 added. H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.